Event description:
The lay reporter contacted lifescan (lfs) in january 2006 alleging that the pt's meter does not power on. The pt was unable to test on his blood glucose meter, since the meter would not power on. He felt tired and passed out. Ems was called and the pt was taken to the hospital where his blood glucose on the hospital device was 400 mg/dl. The pt was treated with a shot of insulin. The meter is not a new product (out of box) and the test strips the pt was using were correct. The meter would not power on by inserting a test strip or pressing the m button during troubleshooting. The batteries were replaced less than a year ago and were in good condition. Customer care agent (cca) did a field exchange with a local pharmacy. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, how long the meter did not power on, whether the pt tried to test prior to passing out and how long the pt was in the hospital. The complaint is being reported, since the pt was unable to use the meter and was taken to the hospital and treated for possible hyperglycemia.